Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer had a low blood glucose incidents with blood glucose of 24 to 28 mg/dl at the time of one of the incidents. The customer used soda and juice to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated they can't feel the lows. The insulin pump will not be returned for analysis.